Event description:
It was reported that a patient underwent a procedure "at c1-c2 to treat atlantoaxial subluxation". It was reported that the 10 mm tip of the guidewire broke off during use, and the fragment remained lodged in c2 lamina. Per the report, the guidewire was used with a power source. The surgeon could not advance the guidewire further than 15mm-20mm depth due to hard bone and attempted reinserting the guidewire several times when the tip broke off. After the incident, the surgeon was able to advance a new guidewire beside the fragment and the procedure was completed without any further complications. Although the fragment could not be retrieved, no other patient complications were reported.

Manufacturer narrative:
Outcome attributed to adverse event is unretrievable device fragment (udf). (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis results: uniform marks around circumference of the guidewire, in conjunction with the helical morphology and circular plastic flow of the material within the fracture surface are consistent with torsional overload.